Event description:
It was reported that the patient¿s stimulator had not worked in over a year. The trial worked great, but the permanent implant only "worked a quarter as well." The patient¿s pain was in an ¿abnormal spot¿ and they had to implant it in a ¿different way.¿ approximately 6 months after implant, the stimulator stopped working. Neither the programmer nor the recharger would find it. The patient had no falls or trauma. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy and had not sought further help.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Evaluation conclusion code does not apply. Patient code (B)(4) does not apply. Device code (B)(4) does not apply.

Event description:
Additional information was received from a health care provider that reported that the patient used stimulation for about 7 months and then the patient wasn¿t able to charge the implantable neurostimulator after that and stopped using his stimulation. It was noted that on (B)(6) 2016, the patient had symptoms that were related to the device or therapy. The patient¿s indication for use is complex regional pain syndrome type I.

Manufacturer narrative:
(B)(4) does not apply.

Event description:
Additional information was received from the health care provider that reported that no actions were taken by the health care provider related to the patient¿s implantable neurostimulator not working and the inability to communicate with and recharge the implantable neurostimulator. The health care provider noted that the implantable neurostimulator not working and the inability to communicate with and recharge the implantable neurostimulator was not known to him and that it had occurred before he had even met the patient. The patient was experiencing low back pain related to the device or therapy which has started occurring years prior to the report. No diagnostics were performed related to the low back pain, and it was unknown to the health care provider which, if any, of the symptoms are from the device.